Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100773579, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced an infection and too much tenderness for the patient to use the device. A surgical procedure was performed and the device was explanted. No additional information was reported.